Event description:
Our facility noted an unopened 3ml syringe, upon inspecting the syringe before drawing up the medication, the plunger stopper was incorrectly placed in the syringe during the manufacturing process. Thus, leaving the rubber stopper in a slanted position inside of the syringe. The syringe was discarded. Report filed.